Event description:
It was reported that the left ventricular lead had no capture at 8v and 1.5 ms and had high impedance. The parameters on the lead were reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.